Event description:
A report was received regarding a pump that was not turning on, which was later found to have a non-functional display despite starting when plugged in. There was no reported impact on the customer's blood glucose level as no information was provided regarding this aspect. The customer is expected to return the device for evaluation, and a replacement pump has been issued.